Event description:
Ous MDR - suspected damage to the pacing cable was reported. It has a loose connection. The cable was returned together with the device for analysis. No deterioration of a patient&#62688;state of health was reported to us. It is also unclear whether the observation involved patient interaction.

Manufacturer narrative:
The returned products were thoroughly analyzed. They underwent visual, mechanical and electrical tests. Visual and mechanical analysis:the products were visually tested for damages and the mechanical operability was tested. During these tests, the pk-67-l and the pa-1-c showed impurities. Electrical analysis:during the electrical analysis, the conductibility of the products was tested. Mechanical stress was also applied to the products. During these tests, an intermittent electrical connection was found on the "indiff / +" line and on the "diff / -" connector of the pa-1-c. These products underwent a destructive analysis. After the pa-1-c adapter was separated from the pk-67-l cable, the residues of a liquid were found on the cable switch of the pk-67-l and on the contacts. Summary:the complaint could be reproduced by means of the analysis. The cable showed impurities and an intermittent contact on the patient-side connector. This deviation was also found on the adapter. A verification of the corresponding quality documents showed that the cable had been manufactured in 2012, and there was no indication for a material or production defect. The cause for the damage is due to external influences.